Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failure. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer discovered that an internal obstruction was preventing the door from releasing. Internal bins were pressing against the door, which had been forcibly shut, causing resistance against the latch mechanism. By simultaneously applying pressure to the door and initiating a recovery, the engineer was able to release the door and remove the obstruction. The customer successfully recovered the storage space and conducted multiple tests using both the hardware test application (hta) and the user application. All tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failure. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.